Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the white portion on the tip came loose on the harmonic ace curved shears insert. Nothing reportedly fell off. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.